Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating sensor alarms on their insulin pump. The patient's blood glucose was 50 mg/dl at the time of the call. The customer inserted the sensor in their buttocks. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The customer agreed to the replacements but did not send their sensors back for analysis.